Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting. Upon troubleshooting actions, fse identified that the bios battery has below 3v and found cmos error. The cause of the flexvision pc failure could not be conclusively determined by the supplier¿s part analysis, however the replacement of the flexvision pc, hard disk and reinstallation of the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.